Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a dexcom sensor malfunction that resulted in reduced insulin delivery. The wearable device failed to provide accurate or timely glucose readings, and no alerts or alarms were triggered to indicate a malfunction. The patient was unaware that the device had stopped transmitting data and was not performing fingerstick blood glucose checks during this period. As a result, she was unaware of her fluctuating glucose levels. Throughout the day, the patient experienced severe symptoms, including persistent vomiting, body shaking, and alternating sensations of cold and heat. Due to the severity of her condition, she transported herself to the hospital¿s emergency room without assistance from emergency responders. Upon evaluation, the patient was admitted to the ICU and treated with IV fluids and insulin via drip. She remained hospitalized for two days for monitoring and treatment. At the time of the report, the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.